Manufacturer narrative:
E2 (health professional): yes. E3 (occupation): blank. The device was not returned to olympus for evaluation and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, most probable cause of the complaint was not established a review of the device history record found no deviations that could have caused or contributed to the reported issue. This report will be supplemented if any additional relevant information is received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had water coming out of head. The event was found during reprocessing. There is no patient involvement.